Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck inside a sheath after deploying and fulling deflating the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a DHR/bhr review is not required. Investigation summary: the physical device was not returned for evaluation. Three photos were provided and reviewed. The first photo shows the ultra-verse 035 device, where the balloon appears to be detached and is not visible in the provided photo. Additionally, the catheter shaft seems to be stretched near its distal end. The second shows the labeling details of the device and it matches with the information available in track wise. The unknown sheath was partially visible in the provided photo. The third photo shows the unknown sheath with blood residues throughout. No other anomalies were noted. Therefore, the investigation is confirmed for the reported difficult to remove, identified detachment and stretched as the balloon appears to be detached from the catheter shaft and shaft appears to be stretched near the distal end., which could have caused difficulty in removing the device. A definitive root cause for the reported removal difficulty, identified detachment and stretched could not be determined based upon the provided information. Labelling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck inside a sheath after deploying and fulling deflating the balloon. The procedure was completed using another device. There was no reported patient injury.